Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during intra-op of total thyroidectomy for goiter, the prass probe would not provide confirmation of nerve and/or non-nerve structures. The surgeon attempted to stimulate the thyroid to confirm non-nerve structure. No "tweedle" was heard. The nerve was identified and visually in tact. When the surgeon attempted to stimulate the recurrent laryngeal nerve, no beeps or boopswere heard. No audible feedback was being presented by the nim 3.0. The team attempted to troubleshoot the lack of auditory feedback. An electrode check was performed and electrode connectivity was confirmed. System volume (audio) was confirmed. The stimulus level was increased from .7 ma to 1.0 ma. No auditiory feedback presented. The trivantage tube was visualized to be consistently in contact with the patient vocal folds. The prass probe was confirmed to be plugged in completely to the nim 3.0 patient interface box. With each variable input of the nim 3.0 system confirmed, the surgeon was still unable to get auditory and visual feedback. There no waveform was presented on the screen. The procedure was aborted no harm to the patient. Post operatively, the patients voice appeared normal.

Manufacturer narrative:
H6:fdc d16 code no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.